Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped form 85% to 5% after being connected to a power source. After being removed from the power source, the pump shut down due to insufficient power. The pump was connected to a power source and once turned on the pump battery gauge displayed 100%. Customer reported blood glucose level was 140 (mg/dl). Reportedly the customer will contact their healthcare provider to obtain alternate insulin therapy. Although requested, confirmation regarding the customer obtaining back up therapy was not provided.